Event description:
Related manufacturer reference number: 2017865-2022-41490. It was reported the patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was oversensing noise leading to inappropriate mode switch and pacing inhibition. No intervention was completed. The patient was stable.